Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per independent repair center (B)(6), customer stated problem is unit alarming or red light & alarms not functional. The key failure is pilot valve is a defective pilot valve which addresses the customer stated problem of unit alarming or red light. Additional malfunction identified on the irs as an on/off switch with no alarm is directly related to the customer stated problem of unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.